Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event capsular contracture of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening and brown particles in the fill channel. A leak test was performed which identified openings. A microscopic analysis was performed which identify: two openings striated. Fill inspection was performed and identified no blockage in the valve.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown. Device has been explanted.